Event description:
Two days after patient was treated with collagen to the nasolabial folds patient noted swelling and erythema in the periorbital region. (Physician used the same collagen syringe he had just used on patient's spouse a few minutes before.) Swelling continued spreading to the lower face. Physician prescribed on oral medrol dosepak and triamcinalone cream topically. Patient was treated with botox at the same time as collagen treatment. Additionally, patient started a new make up the same day as the swelling began. Because of sharing of the syringe and use of two other suspect products, etiology of the symptoms is not completely clear. However, inamed's approach to compliance is to resolve all doubts in favor of reporting.